Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more then 80 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Cts did not guided caller through filling and loading a new cartridge onto the pump following proper load technique, because caller did so themselves.